Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with intermittent power and that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: one pump reboot event was observed in the black box after a replace battery alarm on (B)(6) 2014. The battery compartment was cracked on the side near the threads, but there were no stripped compartment threads observed. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump. A 24 hour duration test was successfully completed using the test battery cap and no power interruptions were duplicated. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.